Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-may-2024. The most recent information was received on 14-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") and device breakage ("confirms the presence of this small piece of essure") in a 56 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("withdrawal that turned out to be incomplete"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), arthralgia ("joint pain/polyarthralgia"), myalgia ("muscle pain"), migraine ("increased migraines"), fatigue ("intense fatigue for around 3 months after the insertion"), fibromyalgia ("fibromyalgia"), insomnia ("insomnia"), allergy to metals ("nickel allergy") and abdominal pain lower ("pain in the left iliac fossa with transit disorders"). The patient was treated with surgery (on (B)(6) 2017 laparoscopic removal of essure and subtotal laparoscopic hysterectomy). At the time of the report, the outcomes for pelvic pain, arthralgia, myalgia, migraine, fatigue, fibromyalgia, insomnia, allergy to metals and abdominal pain lower were unknown. No causality assessment was received for essure with regard to arthralgia, myalgia, migraine, fatigue, fibromyalgia, insomnia, allergy to metals, pelvic pain, abdominal pain lower or device breakage. The reporter commented: vaginoscopic hysteroscopy of a well anteverted uterus, in a cavity without anomaly with an intrauterine device firmly in place, nevertheless allowing the clearing of the two ostia that are easily accessible. Easy placement on the left, then on the right, of the inserts, leaving five or six turns of the coil on the left; on the right, we observe the embedding of a few turns of the coil in a manner that is commonplace. Very satisfactory short-term interventional procedure, easy, quick and not very painful. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Pathology test] on (B)(6) 2017: right tube: it measures 12 cm long with a diameter varying from 0.4 to 1.5 cm. The essure is in place. No notable anomaly. Left tube: it measures 11 cm long with a diameter varying from 0.4 to 1 cm. The essure is in place. Three additional fragments measuring 0.6 to 0.9 cm. Microscopic examination: the different section planes carried out at the level of these two tubal structures highlight discreet focal changes in the proximal part associating fibrous phenomena and some non-specific lymphocytic infiltrates. Absence of identifiable tumour lesion. Conclusion: discrete fibrous remodelling in the proximal part of the tubal structures; essures in place; no malignancy. [Ultrasound pelvis] on (B)(6) 2021: homogeneous liver, of normal size, with regular contours, without focal lesion, of normal echogenicity. No dilatation of the intra- or extra-hepatic biliary tract. Permeable portal trunk, normal calibre. Partially visible pancreas, of normal size, regular contour, without dilatation of the duct of wirsung and without detectable focal image. Homogeneous spleen, of normal size, without focal lesion. The kidneys are of normal topography, morphology and size, without dilation of the calyceal cavities. Bladder with transonic content, thin and regular, alithiasic wall. Normal-sized uterus without pathological endometrial thickening. Anterior intramyometrial focal image measuring 3 cm in diameter at the level of the left uterine horn, which may be related to a residual essure. A gynaecological opinion is envisaged. Absence of thickening of the sigmoid walls within the limits of an ultrasound examination. The ovaries are not visible. Absence of intraperitoneal effusion; on (B)(6) 2021: confirms the presence of this small piece of essure measuring 2 cm in length in the left lateral wall of the uterus, for which I will propose a second hysterectomy-type interventional procedure. The explanations for the intervention were provided to her as well as the estimated benefit/risk ratio. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) ) on 02-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") and device breakage ("confirms the presence of this small piece of essure") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("withdrawal that turned out to be incomplete"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), arthralgia ("joint pain / polyarthralgia"), myalgia ("muscle pain"), migraine ("increased migraines"), fatigue ("intense fatigue for around 3 months after the insertion"), fibromyalgia ("fibromyalgia"), insomnia ("insomnia"), allergy to metals ("nickel allergy") and abdominal pain lower ("pain in the left iliac fossa with transit disorders"). The patient was treated with surgery (on (B)(6) 2017 laparoscopic removal of essure and subtotal laparoscopic hysterectomy). At the time of the report, the outcomes for pelvic pain, arthralgia, myalgia, migraine, fatigue, fibromyalgia, insomnia, allergy to metals and abdominal pain lower were unknown. No causality assessment was received for essure with regard to arthralgia, myalgia, migraine, fatigue, fibromyalgia, insomnia, allergy to metals, pelvic pain, abdominal pain lower or device breakage. The reporter commented: vaginoscopic hysteroscopy of a well anteverted uterus, in a cavity without anomaly with an intrauterine device firmly in place, nevertheless allowing the clearing of the two ostia that are easily accessible. Easy placement on the left, then on the right, of the inserts, leaving five or six turns of the coil on the left; on the right, we observe the embedding of a few turns of the coil in a manner that is commonplace. Very satisfactory short-term interventional procedure, easy, quick and not very painful. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Pathology test] on (B)(6) 2017: right tube: it measures 12 cm long with a diameter varying from 0.4 to 1.5 cm. The essure is in place. No notable anomaly. Left tube: it measures 11 cm long with a diameter varying from 0.4 to 1 cm. The essure is in place. Three additional fragments measuring 0.6 to 0.9 cm microscopic examination: the different section planes carried out at the level of these two tubal structures highlight discreet focal changes in the proximal part associating fibrous phenomena and some non-specific lymphocytic infiltrates. Absence of identifiable tumour lesion. Conclusion: -discrete fibrous remodelling in the proximal part of the tubal structures - essures in place - no malignancy [ultrasound pelvis] on (B)(6) 2021: homogeneous liver, of normal size, with regular contours, without focal lesion, of normal echogenicity. No dilatation of the intra- or extra-hepatic biliary tract. Permeable portal trunk, normal calibre. Partially visible pancreas, of normal size, regular contour, without dilatation of the duct of wirsung and without detectable focal image. Homogeneous spleen, of normal size, without focal lesion. The kidneys are of normal topography, morphology and size, without dilation of the calyceal cavities. Bladder with transonic content, thin and regular, alithiasic wall. Normal-sized uterus without pathological endometrial thickening. Anterior intramyometrial focal image measuring 3 cm in diameter at the level of the left uterine horn, which may be related to a residual essure. A gynaecological opinion is envisaged. Absence of thickening of the sigmoid walls within the limits of an ultrasound examination. The ovaries are not visible. Absence of intraperitoneal effusion; on (B)(6) 2021: confirms the presence of this small piece of essure measuring 2 cm in length in the left lateral wall of the uterus, for which I will propose a second hysterectomy-type interventional procedure. The explanations for the intervention were provided to her as well as the estimated benefit/risk ratio. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.